Manufacturer narrative:
Examination of the submitted device found evidence of gross wear, oxidation, delamination, and crazing. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions about the root cause of the wear, oxidation, delamination, or crazing with the information provided. No corrective action required. The product code is a obsolete/discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During revision, the surgeon found the insert had been worn and crushed and requests the component analysis of the wear and oxidation of the insert.